Event description:
Stent balloon ruptured during deployment of stent. Md tried to remove the balloon; catheter tip fractured; part of the balloon remained lodged in the stent. A snare was used to remove remaining fragments. As a result the artery dissected and closed off. The pt experienced an mi.